Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller initially called in to find out information about the colors of the loops on the sling. I emailed the caller a sling glossy sell sheet with information regarding the color loops on the sling as far as what each color represents. The caller stated that they were using an invacare sling and they had it hooked up to the lift and the black loop broke. The caller is stating that the black loop broke while the lift had the patient in the air over the patients' bed and caused the patient to fall back onto the bed. The caller stated that the patient was injured because it broke while the patient was over the bed. The caller stated that the sling has been washed so many times that they are unable to identify what model sling it is and that it was a full body sling. She stated that they use a power reliant 450 lift. The caller stated that they were calling because they wanted to verify if they were using the sling appropriately. The caller for some reason thought that the person that was operating the lift was not supposed to be using the black loop and she wanted some information or literature on how the sling should hook up to the lift. No additional information provided. Update from 12/11/2015 added by consumer affairs: reporter clarified there was no injury to the patient. Patient was over the bed and almost to the bed when it happened. She said her reason for calling was to find out if they should use the black strap they were using and to get a copy of the user manual and get some information. She confirmed again the patient was not injured. No further information provided.